Event description:
The olympus cysto-nephro videoscope was returned to the service center for a separate issue. During the device analysis, the adhesive on the bending section cover was detached. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is presumed that a wear problem was identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.